Manufacturer narrative:
Investigation summary: one photo was provided to our quality team for investigation. Upon visually inspecting the photo, a hair was observed inside the syringe. A device history review was performed for the reported lot 2204054, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. While we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: during preparation, we transferred a contrast agent aseptically (in controlled atmosphere zone b under horizontal laminar flow) the liquid contained in a ready-to-use syringe into a bd plastipak 20 ml syringe. At this time, we found a hair at the level of the plunger of the syringe.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: during preparation, we transferred a contrast agent aseptically (in controlled atmosphere zone b under horizontal laminar flow) the liquid contained in a ready-to-use syringe into a bd plastipak 20 ml syringe. At this time, we found a hair at the level of the plunger of the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 23-aug-2022. H.6. Investigation summary: one photo and one sample was provided to our quality team for investigation. Upon visually inspecting the photo, a hair was observed inside the syringe. A device history review was performed for the reported lot 2204054, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. While we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure.